Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. There was no kinks or damage noted on the returned lifestream catheter shaft or device. The evaluation confirmed the stent was present on the balloon but dislocated by 2mm over the proximal marker band. The result of the investigation is unconfirmed for the reported shaft kink issue. The patency of the lifestream was performed using an inhouse 0.035¿ guidewire but was unsuccessful. A blockage due to solidified blood present inside the inner. The event information described that the shaft of the lifestream was noted to be kinked on removal from the packaging, however the unsuccessful device patency attempt due solidified blood within the inner and stent dislocation suggest that the device was been used after device un-package. The root cause for the reported shaft kink issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: do not use if packaging/pouch is damaged. Should excessive resistance be felt at any time during the insertion process, do not force. Passage. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Anatomical variances may complicate the procedure; use caution when advancing the endovascular system through tortuous or difficult anatomy. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. (Expiry date: 05/2024).

Event description:
It was reported that during preparation of a procedure, the shaft was noted to be kinked upon removal from the packaging. The procedure was completed using another device. There was no patient contact.